Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer advised that following a shock to a patient, the device's display went blank and only the on button's led was lit. The other buttons on the device would not respond when pressed. This type of behavior is indicative of a device lock-up condition. The customer advised that the lock-up occurred following the 5th successful shock being delivered to the patient. No further details were provided. Physio-control has made attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then completed unrelated repairs, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer advised that following a shock to a patient, the device's display went blank and only the on button's led was lit. The other buttons on the device would not respond when pressed. This type of behavior is indicative of a device lock-up condition. The customer advised that the lock-up occurred following the 5th successful shock being delivered to the patient. No further details were provided. Physio-control has made attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.